Event description:
The air hose for connecting the anesthesia machine to the hospital air supply was found to have a nitrous oxide male connector on one end. The error was found during installation. The error occurred on 12 assemblies from a single order.